Manufacturer narrative:
Exact date unknown, event occurred in (B)(6) 2016. Explant date: (B)(6) 2016. Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: m365sc8216500, model: sc-8216-50, serial: (B)(4), batch: 17410977.

Event description:
It was reported that the patient was experiencing shooting pain in the bilateral lower extremity and was also experiencing inadequate stimulation in the lower back. It was noted that the patient was reprogrammed five (5) times with no change in the result. The patient underwent an explant procedure. No further information could be obtained.